Event description:
It was reported that this right ventricular (rv) lead was implanted as the previous non-boston scientific lead exhibited low amplitude r waves. This rv lead needed to be repositioned over 10 times due to low amplitude r waves and it was then successfully implanted with adequate r wave amplitude. One day after the implant procedure, the lead exhibited low amplitude r waves and the clinic performed a chest x-ray, which confirmed the lead had dislodged from its position. The lead also exhibited high capture threshold and failure to capture. Approximately one month later, the patient presented an intrinsic rhythm of 30 beats per minute and low amplitude r waves. The threshold was under-estimating and it was then re-programmed to a fix value. The patient was then admitted to the hospital to wait for a lead revision and there is no evidence of the revision procedure being scheduled at this time. No additional adverse patient effects were reported. Additional information provided indicates the rv lead was explanted. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded.